Event description:
Customer called customer service to ask freestyle blood glucose test strips were compatible with his freestyle lite blood glucose meter. Customer further reported that "because of using incompatible test strips", he received medical treatment from a hospital two years ago, stating they "injected (him) some sort of diabetic pen" to lower his blood glucose. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. Note: it should be noted that it is unknown which, if any, adc brand meter and/or test strips the customer was using at the time of the medical event 2 years ago. Additionally, the test trips reported by the customer are expired (06/2012). The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.